Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: disc herniation type of procedure or technique used: lumbar fusion levels implanted: l4-5. It was reported that intra-op, cage broke apart during insertion. Most of the peek portion was removed. All of the ti portion remains in the patient. There were unknown amounts of peek fragments remaining in patient. No patient complications reported due to this event.